Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the applicator was not returned. The customer's complaint of a needle retraction issue was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.